Event description:
New information received stated that the pacemaker was explanted and replaced. The patient's condition was stable during and after the procedure.

Event description:
It was reported that the patient presented in the emergency room experiencing muscle twitching. Upon review, it was noted that the pacemaker exhibited backup vvi operation and couldn't be interrogated. Device replacement was discussed. No intervention was reported. The patient was stable throughout the event.